Event description:
During an anterior cervical decompression fusion the surgeon had an expansion head locking screw that broke off into a bone screw at c5. The surgeon removed the bone and locking screws. The surgeon replaced the screws and inserted a new locking cap. The procedure was completed successfully. There were no fragments to be retrieved. There was no harm to the patient. This is report 1 of 1 for complaint number (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.